Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device would not power on. The field service engineer (fse) found drawer board in auxiliary drawer 2-2 was defective and was interrupting the power supply to the device. The field service engineer replaced the faulty drawer board and performed testing using hardware test application (hta). All components tested successfully, and the device was restored to normal operation. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.